Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a herniorrhaphy procedure and absorbable straps were used. During the procedure, the device presented failures as the staples were loosened in the tissue and after many firings the device locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information is available.

Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. Straps were found inside cannula shaft. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.